Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker could not verify the reported issue of the device unable to turn on under ac or dc power. Stryker did observe that the device was unable power on under ac power only. The power module assembly was replaced for this issue and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed power module assembly was further evaluated, but the reported issue of the device unable to power on under ac and dc power could not be verified or duplicated. The cause of the reported issue could not be determined.